Event description:
It was reported that the patient underwent right total knee arthroplasty on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2014 due to infection. The femoral component, tibial tray and tibial bearing were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.(B)(4)

Event description:
It was reported that the patient underwent right total knee arthroplasty on (B)(6), 2014. Subsequently, a first stage revision procedure was performed on (B)(6), 2014 due to infection. Additional information received noted all components were removed and replaced with temporary components and cement.

Manufacturer narrative:
(B)(6). Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: ¿early or late postoperative infection and allergic reaction.¿ this report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-08446 / 08447 / 08448).